Event description:
The pt was asymptomatic during this event. The number of atms reached on the initial five inflations was within the range of 9 - 14 atms each. The quantum maverick maverick monorail 15/3.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure.

Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured. The lesion being treated was a 75% stenotic lesion in the mid to distal right coronary artery. The physician inflated the balloon three times at the distal right coronary lesion, then began the series of three inflations again, but the balloon ruptured on the sixth inflation at 9 atms. (The number of atms reached on the initial five inflations is unknown.) The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.